Event description:
A customer contacted baxter technical service center regarding a low drain volume alarm during 1 of the therapy using the home choice system. The home patient's relative advised the home patient may have disconnected to drain 503ml. The home patient felt empty. There was no visible fibrin. The cap was removed from the drain line to the restroom. The home patient changed positions. The clamps were open. The service representative assisted the home patient's daughter with a safe-bypass to fill 2. Per the initial report, the service center assisted the customer in evaluating and resolving the issue during the initial contact. A follow-up call was placed to the home patient's relative, who confirmed the home patient did disconnect the patient line. Fluid was flowing out of the line, so the home patient's relative proceeded to reconnect the patient line to the patient. No patient injury or medical intervention was associated with this report per the home patient's relative.

Manufacturer narrative:
Baxter's product surveillance department has reviewed proper procedure with the home patient's relative.